Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the right ventricular (rv) left bundle branch (lbb) lead exhibited placement difficulty due to patient anatomy. It was very difficult to obtain left bundle branch capture. Thresholds were elevated, and sporadic elevated impedances were obtained on the analyzer as well. There was a lot of manipulation of the end of the lead, so there was concern of decreased lead integrity. The rv lbb lead was not used and replaced. The replacement lead exhibited elevated thresholds, impedance and loss of capture also.  The replacement lead was implanted and remains in use. No patient complications have been reported as a result of this event.